Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: visual inspection: the returned device shows clear signs of physical damage. The plastic insert has fractured and separated from the metal cross pin of the planer body. A small fragment of the insert remains lodged between the cross pin and the planer housing. No additional damage is observed on the metal body. The insert appears severely compromised, with a breakage pattern suggesting brittleness likely caused by significant mechanical force. Visible discoloration on the insert may be due to oxidation from contact with the metal component. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. Most likely, the event was caused by application of high mechanical forces leading to failure noted in the event. If more information is provided, the case will be reassessed.

Event description:
The centering tip of the reamer came off while the surgeon was reaming the humerus. Broken piece was removed.